Event description:
There was an allegation of questionable results from the cobas pro c 503 analytical unit. (B)(6). The repeat results were believed to be correct. The glucose reagent lot number was 596374. The total protein reagent lot number was 599470. The expiration dates were requested but were not provided.

Manufacturer narrative:
The customer ran qc that passed. The field service engineer precision testing with all results within specifications and ran patient correlations that were within range. He remove all probes and used a stylet on them, and reinstalled probes successfully. He replaced the patient probe and ran operational and mechanical checks that passed. All precision runs and correlations were within range. The investigation determined the service actions resolved the issue.